Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Customer quality conducted an investigation of the returned device. The returned insertion handle was examined and the complaint condition was able to be confirmed as post manufacturing damage exists in the form of burrs on the edges of the handle¿s oblique hole which would inhibit a trocar from passing through the instrument. Additionally, it was noticed that the distal alignment tang is malformed/bent. Whether this complaint can be replicated at customer quality (cq) via functional test is not applicable for this complaint condition. Relevant drawings for the returned instrument were reviewed (both current revision and from the time of manufacture): top-level. The 03.010.045 standard insertion handle is an instrument routinely used during the insertion of femoral and tibial nails including in the titanium cannulated retrograde/antegrade femoral nail system and the suprapatellar instrumentation for titanium cannulated tibial nails system, among others. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A dimensional inspection of features relevant to this complaint could not be obtained at cq due to the post manufacturing damage. The returned insertion handle was manufactured in august 2005 and is over 12 years old. Mrr was generated during production for 3 parts o/s to measured 0.034 over and 2 parts o/s to measured 0.043 over. These parts were returned to the supplier. There were 50 parts without european standard. These parts were reworked and passed inspection. The mrr was determined to not be relevant to the complaint condition because the 5 oversized parts were returned to the supplier and the returned device is over 12 years old and any relevant dimensional discrepancy would have been realized upon intial use. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. No product design issues or discrepancies were observed during this investigation. The most likely root cause for the post manufacturing damage is rough handling over the returned device's 12+ year service life. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. Event date: unknown date 6-12 months ago. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Exact awareness date is unknown; reportedly was 6-12 months ago. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an inspection of equipment on (B)(6) 2018, it was noted that an expert handle for the insertion of lateral entry nails was tight. After the discovery was made, the reporter remembered that a surgeon had complained that the device was tight fitting with the trocars after a lateral entry nail procedure performed about six months to a year prior. It was explained that when the device was mated with lateral entry nail instruments that sliding the trocars (protection sleeve and the trocar assembly) into the insertion handle seemed a bit more difficult than usual. The surgeon had complained that the protection sleeve and the trocars (inner and outer) went into the hole on the insertion handle. He reported that the devices lined up but sliding the devices together was a little tighter than expected. The surgery was successfully completed using the aiming arm. There were no surgical delays at the time and no harm to the patient. The reporter stated that the hole in the insertion handle looks as though it needs to be cleaned up; that there are metal spurs in the hole. The reporter added that the device malfunction seems to be due to heavy use. Concomitant devices reported: outer trocar (part unknown, lot unknown, quantity 1), inner trocar (part unknown, lot unknown, quantity 1), protection sleeve (part unknown, lot unknown, quantity 1). (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part number: 03.010.045, synthes lot number: 4984113: supplier lot number: n/a, release to warehouse date: 09-aug-2005, expiration date: n/a, manufactured by synthes brandywine: material record review (mrr) was generated during production for 3 parts o/s to measured 0.034 over and 2 parts o/s to measured 0.043 over. These parts were returned to the supplier. There were 50 parts without european standard. These parts were reworked and passed inspection. Relevance to complaint condition cannot be determined until the product is returned for investigation. Review of the device history record showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.